Event description:
The physician attempted an arteriotomy closure with the closer tsl 6 fr device following a ptca procedure. The device was inserted and deployed, but a cuff miss occurred. The device was removed and a second closer was inserted for a successful close. The day following discharge, the pt looked pale and presented back to the hosp. Lab tests were performed and the hemoglobin value was decreased. The pt underwent a CT scan where a "blood tumor" was found at retroperitoneum. The pt received a blood transfusion over a two day period that totaled 6 units of blood. The pt was discharged home. Some time following discharge, the pt began to have some type of symptoms of infection. The pt was re-hospitalized and placed on antibiotics. The source of the infection was not determined. The pt recovered and was discharged home in stable condition. No further info about this incident has been provided by the perclose representative.